Event description:
It was reported that, during a reverse total shoulder replacement surgery, when placing the glenosphere on, the piece of a baseplate/glenosphere inserter that engages inside the glenosphere broke inside it, after the morse taper was engaged. No pieces felt into patient's anatomy. The procedure was resumed, after a non-significant delay, with the same device. The procedure was resumed using a s+n back-up device. No injury was reported as a consequence of both issues.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. Visual evaluation of the baseplate/glenosphere inserter found that the threaded tip of the instrument had been fractured off. Additionally, the device had signs of indentations/wear on the top of the rod handle. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. The most likely root cause for the reported event is incorrect surgical technique and/or excessive force. The baseplate/glenosphere inserter is a reusable instrument expected to be used across multiple surgeries. The baseplate/glenosphere inserter is used to insert the baseplate and glenosphere implant. In this specific circumstance, the surgical technique states that the glenosphere is placed into the morse taper of the baseplate by lightly tapping the top of the inserter with a mallet. The inserter is intended to be removed from the glenosphere, and the humeral head/glenosphere impactor is used to fully seat the implant. Should excessive force or the baseplate/glenosphere inserter be used in place of the impactor, excessive force could cause the instrument to break. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.